Event description:
It was reported to boston scientific corporation that a capio open access suture capturing device was used with a polypropylene 48-inch size 0 capio suture during a sacrospinous fixation procedure. According to the complainant, after the first throw of the device, when the device was pulled out of the vaginal incision, the physician noticed the needle of the suture had detached and was retained in the capio cage. It was reported that the physician did not apply excessive force and that the break was right at the needle. The physician completed the procedure with another capio open access suture capturing device with no patient complications. The patient was reported to be "stable" post procedure.

Manufacturer narrative:
(B)(4).